Event description:
It was reported that the patient noticed a decrease in symptom relief and a red light on their remote. Troubleshooting showed full impedances. The patient denies any falls or damage to the device. Imaging was ordered which showed no change. The representative met again with the patient to troubleshoot and was unable to connect to the system. Lead revision was performed. There were no other issues or complications reported.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block c2/d10: model# 4101. Sn# (B)(6), model: neurostimulator, UDI# (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.